Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was not feeling magnet mode activations. Magnet mode diagnostics were performed and showed a message that the current was not being delivered. The magnet mode output current was set to 1.5ma, and the diagnostics showed that 1.25ma were being delivered and output status = limit. The magnet activation did occur. The magnet activations were not being displayed, even though the magnet mode diagnostics did show that the magnet was activated. The device history record of the generator was reviewed, and the device passed all functional testing and performed according to specification prior to release. No further relevant information has been received to date.

Event description:
It was identified that the magnet activations were not registering because the physician swiped the magnet too slow, which did not activate magnet mode stimulation.

Event description:
Programming history data was received. Review of the data revealed that the patient came into the appointment on (B)(6) 2016 programmed to magnet output current = 1.25ma and a total of 93 registered magnet swipes. The first interrogation on (B)(6) 2016 occurred at programmer time of 15:04:34. At 15:05:27, the patient¿s magnet output current was increased to 1.5ma. Three magnet mode diagnostics were performed, with the first two magnet output currents registering at 1.25ma and the last one registering at 1.5ma. Thus, this appears to confirm that magnet mode diagnostics on the first two tests did not reach the intended 1.5ma (hence the reported low output). A review of logged magnet activations in the data revealed three magnet activations on (B)(6) 2016. The first of these activations occurred before the patient¿s appointment, when the patient was still programmed to 1.25ma magnet output. Thus, although there were 9 registered swipes between when the patient arrived at the (B)(6) 2016 appointment and the final magnet mode diagnostics, it appears that only 2 of these were logged by the device as actually delivering stimulation. Therefore, when the first two magnet mode diagnostics were performed, the magnet output current value displayed in the data was referencing the previously registered magnet activation, which occurred when the magnet output was only programmed to 1.25ma. It was not until the successful magnet activations that the magnet output current value was updated to the programmed 1.5ma. Based on the information gathered at this time, this is believed to be anticipated behavior of the generator and there is no device malfunction suspected.